Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the returned device consisted of a taxus liberte monorail stent delivery system (sds). There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. The stent was damaged with the first two proximal rows of struts stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint reportable based on analysis completed 19-oct-2011. It was reported that during a coronary artery stenting treatment procedure difficulty crossing the lesion occurred. The 100% stenosed, 4.0x52mm denovo lesion was located in the moderately tortuous, mildly calcified right coronary artery. After pre-dilating, the physician tried to implant a 3.5x38mm taxus liberte to cover the lesion. But the stent could not cross the lesion. The physician implanted 2 overlapping taxus liberte stents (4.0x24mm and 3.5x24mm) successfully. However, returned product analysis revealed stent damage. There were no reported patient complications and the patient status is stable.